Manufacturer narrative:
(B)(4). Date sent 6/10/2025. Corrected data d4: UDI#. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 27571, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/24/2025. Additional information was requested, and the following was obtained: when using the linx sizing device what technique was used to determine the size? 45 degree movement of sizer with no compression. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Was the device found in the correct position/geometry at the time of removal? Yes. Was it in the proper anatomic location at time of removal? Yes.

Manufacturer narrative:
(B)(4). Date sent 5/30/2025. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information was requested, and the following was obtained: do you have the linx product code? Lxm15 do you have the lot number and serial number (if applicable)? (B)(6). On what date was the device implanted? (B)(6) 2023. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Please specify the symptoms the patient was experiencing before the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Reflux, globus, hoarse voice. Please specify the symptoms the patient was experiencing while the device was implanted (gerd reflux, dysphagia, pain during eating, etc., )? Sore throat, cough, food stuck at linx. Has there been any diagnostic testing done to address the symptoms they experienced while the device was implanted? If yes, what diagnostic testing was completed? Yes. Can you share the results of the diagnostic tests? Ph normal. Barium normal. Do they have an autoimmune disease? No. Has the patient been prescribed medication by a doctor (not over the counter medication)? If yes, what is the doctor prescribed medication? No. Is the patient currently taking steroids / immunization drugs? No. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? No. When and if the linx device is removed, may we ask that the device be returned for analysis? Removal friday (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was an issue with the torax linx. No further information available at this time.